Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a flickering video image during a diagnostic bronchoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h4, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, due to damage on the charged coupled device unit, a noise image occurs during angulation in up/down directions. It is presumed that physical stress was applied to the imaging unit, causing it to be damaged and resulting in the incident. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.